Event description:
Per the audiologist, the pt reported experiencing static, a "reverberation" sound and tinnitus. The results of an integrity test done in early 2008, were consistent with normal receiver stimulator function. A CT scan was performed and showed a partial insertion and possible fold over the electrode array. Reimplantation is planned, but was not scheduled as of the date of this report.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.